Event description:
Patient was scanned utilizing CT scanner. CT scanner malfunctioned and lost the patient's images. Patient was contacted and returned to be re-scanned. Manufacturer response for CT scanner, go all (per site reporter). Siemens examined but was unable to locate lost images.